Event description:
Received acuvue oasys for astigmatism contact lenses. I have been wearing these for years. It came in new inner packaging for each contact. Previously, I could wear these for 12+ hours and be fine. Within an hour of wearing these, my eyes are blurry, itchy, red, and feel like I'm having an allergic reaction and my vision is cloudy. These contacts are supposed to last me two weeks and I can't last two hours in 1 pair. When calling johnson & johnson, they have said that only the packaging has changed and not the contact, but that can't be right. The contact is awful or the solution it is soaked in has changed, but now I do have an allergic reaction to these contacts. Can you please look into this further? This is a recent change and the only other place I can find people having issues at this point is on reddit and it's full of complaints. Thanks!